Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor this type of defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
While preparing to help a patient with a cannula puncture, inspection of the cannula reveals a hose leak.